Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 350 mg/dl. Customer stated they believe their settings need to be adjusted and they are working with their health care professional on adjusting their settings. In addition, customer has been taking antibiotics. Customer delivered a bolus via syringe to bring bg's back to target range.